Manufacturer narrative:
Additional data: b5: the reporter indicated the patient is doing well with mild residual astigmatism, that we hope to address with possibly prk. Claim # (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, in the patients left eye (os) on 06-apr-2020. At one day post-op, the vault and vision was improved but with mydriasis and halos. The patients intraocular pressure was elevated but was treated aggressively with diamox and topical drops. This was the replacement lens for MFR. Report # 2023826-2020-00945. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.